Event description:
Boston scientific crm received information that approximately three months after the subcutaneous implant of this cardiac resynchronization therapy defibrillator (crt-d). The device eroded from the pocket. Surgical intervention followed and the device was re-implanted subpectorally.

Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available, this event will be updated and an updated report will be submitted.